Event description:
The customer contact reported inaccurate delivery. The device was returned to the biomedical department with an unsigned note that stated, "pump is not working at delivery rate programmed". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the delivered a measured volume of 20 ml from the expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue of the device. This report represents all the info known by the reporter upon query by hospira personnel.